Event description:
A user facility reported that an intraocular lens (iol) was exchanged for an unk reason. The lens was exchanged for same model, different power lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause because specific a complaint was not indicated. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).